Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap colon. According to the reporter: during surgery, the product failed to fire after it was reloaded with new staples. A new product was opened to complete the procedure. No reinforcement material was used in conjunction with the stapling device. The patient had to have a colostomy bag which wasn't planned.